Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds, noise, placement difficulty and helix mechanism issues. Noise and high thresholds were noted upon placement. The physician repositioned the lead, which caused increased noise, and the helix would no longer extend. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds, noise, placement difficulty and helix mechanism issues. Noise and high thresholds were noted upon placement. The physician repositioned the lead, which caused increased noise, and the helix would no longer extend. No additional adverse patient effects were reported.